Manufacturer narrative:
Root cause: use error. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. The customer changed the infusion set tubing and the issue continued. A full supply change was performed resolving the issue. Customer's blood glucose ranged from 138 mg/dl to 381 mg/dl.